Manufacturer narrative:
(B)(4). Concomitant medical devices: medical product: unknown cement: catalog#ni, lot#ni; unknown persona bearing: catalog#ni, lot#ni; unknown persona femoral component: catalog#ni, lot#ni. Foreign: (B)(6). A visual inspection of the item could not be performed as no product was returned nor were pictures provided. Device history record (DHR) was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty in which the tibia bone fractured while the tibial component was being impacted. The tibia was then plated due to the fracture, which caused a surgical delay of one hour. Products remain implanted. It was reported that no further information is available.